Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax light (device #1) used to treat the patient. The patient's attorney did allege injuries and surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax light (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax light mesh (device #1) or an unspecified bard/davol perfix plug (device #2) on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3dmax light mesh (device #1) and bard/davol perfix plug (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Attorney alleges unspecified injuries.